Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The sales rep reported that during a plate revision procedure (trauma), two cables broke. She explained that one cable broke first and then the second broke as well. She added that the on the third attempt it worked as the surgeon was using a different tensioner.